Event description:
Related manufacturer reference number: 2017865-2024-69643. Related manufacturer reference number: 2017865-2024-69647. It was reported during in clinic follow up that the right ventricular lead exhibited oversensing due to noise and impedance issue. It was discovered that the system had migrated. During revision, the atrial and right ventricular leads became dislodged. The leads were capped on (B)(6) 2024 and successfully replaced. The implantable cardioverter defibrillator was explanted. There were no patient consequences.